Event description:
It was reported that removal difficulties were encountered requiring additional intervention. A 6.0mm x 14mm x 150 cm express sd stent was selected for use in a renal stenting procedure. The target lesion was located in the renal artery. During the procedure, after the stent was deployed, the balloon got stuck in the stent. The physician was able to remove the balloon from the stent, with great difficulty. After the balloon was removed from the deployed stent, the balloon would not come back through the sheath. At that time the physician thought the balloon may still be inflated. Thus, the back end of a non-boston scientific guidewire was used, through the sheath, to try and rupture the balloon. This did not work. After trying for an hour and a half, the balloon was removed intact. The procedure was completed, and no patient complications were reported. After removal from the patient, the balloon was able to inflate and deflate as it should.